Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that their patient had complain that there disposable (21-7361-24) tubing free flowed after spiking the bag even though the clamp was closed, and the blue clip had been removed. Additional information received on 13-july-2023 via email: the fault occurred after the tubing was spiked in a bag by the patient, but they did not attach the tubing to the pump or hook up to the tubing itself. No patient injured. Didn't receive any medical treatment. The outcome of the event patient used a new tubing set it is resolved and the patient did not hook up the tubing set to the pump. There was no pump involved.

Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. B3 unknown.